Manufacturer narrative:
Additional information has been obtained. The device user confirmed that the reported adverse event did not occur. The adverse event was reported in error. Additionally, there was no allegation of device deficiency. Thus, the device was not evaluated and no investigation was conducted.

Event description:
Device user (du) reported that about ten minutes after the donor liver was transplanted the recipient became profoundly hypotensive. The patient required treatment with methylene blue to address the issue. The patient did not suffer a circulatory arrest. Prior to the event, reperfusion was uneventful. The instructions for use were followed when the liver was initally removed from the donor.

Event description:
Device user (du) reported that about ten minutes after the donor liver was transplanted the recipient became profoundly hypotensive. The patient required treatment with methylene blue to address the issue. The patient did not suffer a circulatory arrest. Prior to the event, reperfusion was uneventful. The instructions for use were followed when the liver was initally removed from the donor.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements made to the company's complaint handling processes. This event is being filed in accordance with a CAPA which has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. The device data from the event has been obtained. A follow up report will be submitted once the results of the data assessment has been confirmed.